Event description:
The customer has obtained out of range values for calibration verification material (cvm) level l for the human chorionic gonadotropin (hcg) assay on an immulite 1000 instrument, using reagent lot 429. All other levels of cvm were within specifications. The customer was performing dilutions for patient results >1000 due to the failed cvm level, but these dilutions were not as per siemens specifications. There were no discordant patient results obtained on diluted hcg patient samples. There are no known reports of patient intervention or adverse health consequences due to the failed cvm level.

Manufacturer narrative:
A siemens field engineer service (fse) was dispatched to the customer's site. A water tpm test and a probe test failed. A new kit with fresh cvms was adjusted, but did not resolve the issue. The fse evaluated the device and performed the functional system check. The fse confirmed that the quality controls (qc) were out of range and performed a probe clean and decontamination of the instrument, after which the water tpm test and probe test passed and qc was within range. Also, the customer was performing dilutions for patient samples which were not as per siemens specifications. The cause of the failed hcg cvm level l was related to instrument contamination. The instrument is performing according to the specifications. No further evaluation of this device is required.